Event description:
A roticulator stapling device was placed across the bowel at this level and fired and then the bowel was transected between the roticulator and the allen clamp. Again, the bowel was cleared circumferentially of mesenteric attachments and a second roticulator stapler was now fired across the bowel at this level. There was a malfunction of the stapler with this firing, in that there was certainly a cracking noise as the stapler fired. It appeared, nevertheless, to have appropriately fired. Placed the end to end anastomoser. As it was brought into the field, it was evident that the stapler passed right through the open lumen of the bowel. This indicated that there had been a failure of the roticulator staple line. The stapling device was inspected, which had failed in the depth of the wound. It was evident that there were no staples whatsoever in the distal-rectal stump after firing of this roticulator device from u.s. Surgical. Lot numbers were taken so that this can be further investigated.